Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts were made to obtain missing information; however, no further information was known. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model za9003 + 20.0 diopter) was removed just after implantation because of bent haptic. The lens was removed and for reasons not due to the lens (instrument issue), there was some trouble getting the lens out. Another lens was implanted as replacement for the patient. Reportedly, post-surgery the patient had a serious infection. No further information provided.

Manufacturer narrative:
Since the product was returned and investigated, the following sections have been updated accordingly: device available for evaluation? Yes. Returned to manufacturer on: 9/7/2018. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed. Only a half of lens was returned with the haptic damaged/distorted, confirming the reported issue. Also, the distorted haptic was observed detach as well. The detached haptic piece was not returned. The reported issue as haptic damaged was verified. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.